Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death cannot be determined. Additionally, the reported patient effects of death is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. The cause of the reported off-label use is due to the user using mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information b2: date of event is estimated. B3: date of death is estimated. D6: date of implant is estimated. H6: device code 1494 - patient selection (use in tricuspid valve). Attachment: article titled ¿applying the triluminate eligibility criteria to real-world patients receiving tricuspid valve transcatheter edge-to-edge repair"na.

Event description:
It was reported through an article that between (B)(6) 2022, 962 patients underwent a mitraclip procedure to treat tricuspid regurgitation (tr). The article indicated the implanted mitraclip may have caused or contributed to death. Additional information can be found in the article titled, ¿applying the triluminate eligibility criteria to real-world patients receiving tricuspid valve transcatheter edge-to-edge repair¿.